Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient reported that the controller showed system problem rm03 while recharging the implantable neurostimulator (ins). Patient stated that the paddle gets warm then the message will appear. Agent had the patient reset the controller and attempt a recharging session. Patient was able to see the battery screen with the controller at 100% and the ins at 0% recharging in excellent, but after a few minutes, the controller showed the rm03 message again. The issue was not resolved. Agent sent a request to repair to replace the recharger.